Event description:
The instrument was not returned to ivac for evaluation. The instrument was a rental. Facility was contacted to obtain info regarding this report. The technician reported the instrument had a 'fix me 8' (motor stall alarm) and 'fix me 4' (micro processor failed to reset) alarms in the memory. When he received the pump it was functionally tested and found to meet accuracy and pressure specification, then went into a permanent 'fix me 8' alarm. The instrument gave an audible tone along with the alarm. Fix me alarms are a fail safe alarm to alert the user that an internal malfunction has been detected. The directions for use (page 10) states "the pump will cease to operate. Pump will emit a sustained alarm tone. Clear alarm condition by cycling the pump power off and on. If the alarm persists, contact qualified service personnel".